Event description:
The customer reported that while the unit was in use on a patient, the unit shutdown without alarm. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed that the unit was allowed to run on battery power for 2.5 hours as a result the batteries were fully discharged. The company representative replaced the batteries. On an unrelated repair, the safety disk was also replaced. The unit was tested to factory specification. It functioned normally and was returned to the customer.